Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder instability repair, when the surgeon inserted the drill bit to make the tunnel and enter the anchor and the tip broke. The fragment was retrieved and the case was completed by using a new ar-3600d-1.